Manufacturer narrative:
B3 - date of event: the date indicated is an approximation as the exact event date was not provided. Corrections: b3 - date of event null: from ni to none selected. D8 - was device serviced by third party? From no to na. H6 - adverse event problem - health effect - impact code: from f26 to f24. The manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 207009 and device part number 195-430h / lot 202765. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 207009 showed that the complaint rate is (B)(4). Retained testing was not able to be performed due to the product being expired at the time of the complaint. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could have possibly been related to user technique.

Event description:
The consumer reported two false negative results with the binaxnow covid-19 antigen self-test performed on unknown dates during the month of (B)(6) 2022. This manufacturer's report addresses test two (2) of two (2). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test. Additional testing (unknown brand) was performed on the same day at the doctor's office and generated a positive result. The consumer was experiencing sore throat, fever, headache, ear pain. No additional patient information, including treatment, was provided.

Event description:
The consumer reported two false negative results with the binaxnow covid-19 antigen self-test performed on unknown dates during the month of (B)(6) 2022. This manufacturer's report addresses test two (2) of two (2). Additional testing (unknown brand) was performed on the same day at the doctor's office and generated a positive result. The consumer was experiencing sore throat, fever, headache, ear pain. No additional patient information, including treatment, was provided.

Manufacturer narrative:
B3 - date of event: the date indicated is an approximation as the exact event date was not provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.